Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 pocket d5 had failed at the station. A field service engineer logged into station remotely and assisted pharmacy technician in recovering a failed cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 4.1 pocket d5 failed, which hindered users from accessing medication for a patient. However, the user was able to retrieve the medication at the front pharmacy and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.